Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving morphine [5 mg/ml] at a dose of 2.3 mg/day and clonidine [50 mcg/ml] at a dose of 23.4 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that a pump replacement was being done that day due to elective replacement indicator (eri) and that the root cause of the revision was not related to a therapy or device complaint. While the patient was in pre-operation for a pump replacement, the representative decided to perform an alarm test to give the patient an opportunity to hear each alarm. After doing this they heard the critical alarm continuing to occur. The representative then re-interrogated the pump and a reset and safe state had occurred. It was indicated that the patient was now in the operating room (or) to replace the pump as scheduled and the representative had not checked the pump logs yet. It was stated that the representative would check the pump logs and send a copy with the explanted pump to analysis. No symptoms were reported. It was noted that the representative attempted to silence the alarm on the explanted pump but it continued to beep and they wanted it turned off. The pump off password was requested. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found that there was high resistance in the battery, corrosion/wear/lubrication on the pump motor gear train, a stall due to shaft bearing, and a foreign material inside the pump. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code is no longer applicable.

Event description:
Additional information was received via a company representative. The patient¿s pump was replaced on (B)(6) 2017. It was noted that 17 ml was aspirated and transferred. The pump was returned to the manufacturer for analysis. As per the pump¿s log provided, elective replacement indicator (eri) occurred on (B)(6) 2017. The pump was administering the following medications at a simple continuous dose rate as of (B)(6) 2017: morphine with concentration 5.0 mg/ml at a dose rate of 2.3489 mg/day and clonidine with concentration 50.0 mcg/ml at a dose rate of 23.489 mcg/day. The newly implanted pump was delivering the following medications at a simple continuous dose rate as of (B)(6) 2017: morphine with concentration 5.0 mg/ml at a dose rate of 2.3486 mg/day and clonidine with concentration 50.0 mcg/ml at a dose rate of 23.486 mcg/day.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-may-03. It was reported that the eri was expected and occurred on (B)(6) 2017. The hcp stated ¿I did weigh [the patient]¿ in response to a request for the patient¿s weight at the time of the event. No further complications were reported or anticipated.